Event description:
There was no device failure or malfunction reported. This pt was undergoing an atrio-septal defect repair procedure. The case was performed using transesophageal echocardiography (tee). The surgeon placed double purse string sutures at the intended cannulation site in the distal ascending aorta. He inserted the 24 fr direct aortic return cannula through the right 4th intercostal space and placed the tip of the introducer within the purse string sutures. He then actuated the incising introducer, taking care to release the plunger prior to advancing the cannula/introducer assembly into the aorta. He met resistance while advancing the cannula tip into the aorta, resulting in significant indentation of the aortic wall. The surgeon noted bleeding from the posterior aorta opposite to the cannulation site. He performed a stemotomy and placed repair stitches in the wall of the posterior aorta. He left the direct aortic return cannula in place and initiated cardiopulmonary bypass. He completed the atrio septal defect repair and the pt recovered without further complications.